Manufacturer narrative:
Product complaint #: (B)(4). Additional information provided: did the event occur during sterile processing? No. Did the event occur during field inspection? No. Did the event occur during internal service activities such as calibration? No. Patient status/outcome/consequences? No. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Additional information has been requested; however, not received. If further details are received at a later date, a supplemental medwatch will be sent. What is the lot number? Is the reservoir available to be returned for evaluation? If yes, what is the device return status? Evaluation: one used sample of reservoir bulb was received for evaluation, during visual inspection, cut mark was identified on the connection port of the reservoir bulb. As per standard practice, 100% inspection is carried out, visually. Before and after packing of finished goods, prior to the product release. So, there is no scope end to missed out such defect. Retention sample of complaint lot were checked and found satisfactory. It is suspected that, connection port of the reservoir bulb might come in contact with some sharp tool, used during the surgery. External factors like mishandling or improper usage at user end could not be ruled out. Therefore, further investigation of the sample is not possible as these factors are out of scope. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported prior to procedure on (B)(6) 2022 a reservoir was used. The reservoir connector was broken, making it impossible to use. No patient involvement. Upon receipt and analysis of sample it was found to be damaged.